Event description:
It was reported that customer experienced occlusion alarms with a blood glucose level of 350 mg/dl. Customer changed infusion set and cartridge, resumed insulin delivery, no further assistance was required.